Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was programmed with four programs and adaptive stimulation was enabled. Three programs were for the laying position and one was for standing/walking. The day after programming, the patient went for a walk. After about 15 minutes he sensed that there was no stimulation and he was on the lying programming setting. The patient did not have the patient programmer with him. The patient started to rush home and when he was close to the programmer, he received a shock/jolt of high stimulation. When the programmer was checked, the adaptive stimulation sensed a standing position but the stimulation parameters were for the lying position. The patient was receiving less than 50% therapy relief. The patient stated that ¿he got the wrong device and it doesn¿t work.¿ when the implantable neurostimulator (ins) was checked the next day by the manufacturer¿s representative, it was found that the upright and mobile programming settings were set incorrectly. The ins was reprogrammed.